Manufacturer narrative:
Tracking #.50501. Ees #.981874/j. Device-a. Endopath dilating tip trocar: based upon inquiry info received and visual examination, the instruments could not be tested because the end caps on all the instruments are separated. Separation of the end caps requires force unless they are cleaned with a chemical solution. The polycarbonate (trocar composition) is not resistant to chemicals and when chemicals are used it relieves the stress points causing separation and cracking.

Event description:
It was reported that the 355sd was used during a laparoscopic ectopic pregnancy myomectomy tubal ligation. It was reported that the heads of the obturators are broken during the insertion to the pesitoreum. It states that the surgeon has used ethicon endo-surgery products for a long time. It also is stated that they think the batch has problems.